Event description:
A distributor reported that a consumer experienced a torn contact lens during wear. The consumer reported she received treatment for iritis and that she experienced a torn lens on her right eye approx one month ago. Lens wear continued during which she experienced increasing irritation sensation, redness, blurry vision, difficulty keeping eye open and photophobia. She visited an ER one week ago for multiple scratches on cornea. Referred to specialist and has been seen 3 or 4 times since last week. Prescribed pred-forte & vigamox. Consumer also reported she had visited the ER several times during the past month when symptoms worsened and continued using unspecified eye drops. She continued to wear contact lenses as she does not own any eyeglasses. The consumer reported the event has resolved and that she has discontinued use of medications. The specialist had declined to provide any info. Request has been made for additional info, however no further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible iritis." As there was no product returned or lot number provided, no detailed investigation can be performed.